Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Rear cannula end is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-19. H6: investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the rear cannula end is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Bd was able to confirm the customer¿s indicated failure (broken non patient end of the cannula). Unable to perform DHR check due to an unknown lot number needle broken npe. Root cause is user related. The non patient end of the cannula was broken during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Rear cannula end is broken.